Event description:
Healthcare professional notified baxter of a donor/pt (d/p) acd reaction. This was the d/p's first apheresis procedure in preparation for an autologous stem cell transplant. The d/p experienced symptoms of numbness, cold and tingling of hands and face and tightness of jaw toward the end of the procedure (approx. 7 liters processed). The collecting facility's standard procedure is to give 2 tums before the collection of stem cells. When symptoms occurred, the d/p was then put on a calcium drip and symptoms were alleviated. The procedure was completed and the d/p left the facility in good condition. D/p donated again in 2003 and collection facility used a calcium drop at the start of the collection as a prophylactic measure. The procedure was run on a cobe instrument (not the baxter cs-3000 instrument). The d/p is ok with no symptoms noted. Healthcare professioanl did not have the dose info of the calcium given. D/p is having no further problems during pheresis. Procedure info in 2003: stem cell harvest; autologous donor; collecting facility's set acd ratio is 11:1.